Manufacturer narrative:
Ethnicity: unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted in the patient's right eye when the surgeon noticed the lens was broken. The surgeon cut the lens out and discarded the lens. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. There was no patient injury and no medical or surgical intervention required. The patient is doing fine post-operatively. No other information is available.